Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 for high blood glucose of 568 mg/dl. The customer reported his blood glucose could not be controlled with manual injections. It was also reported the customer received several no delivery alarms when attempting to deliver insulin. The customer has changed the reservoir, set and insulin, but the issue persisted. The customer was treated with saline and a manual injection once admitted to the emergency room. It was also reported the customer received low battery alarms which led to the hospitalization. The insulin pump will be returned for analysis.